Event description:
The endoscopy technician assisted physician with esophageal placement and stent did not deploy. Boston scientific representative present during case. Physician attempted repositioning patient prior to second attempt. Technician stated second stent did not deploy. Procedure terminated.I spoke with dr. And she stated "both stents" were unable to deploy; defective equipment.